Manufacturer narrative:
Device has not been returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5151810) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged throat cancer (squamous cell carcinoma of tonsillar tissue and six lymph nodes) after a biopsy. In addition, the patient also reported that he underwent 35 radiation treatments and 3 chemotherapy treatments. He is now in recovery mode and waiting for a pet/scan to determine the outcome of the treatment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 10/22/2024 and section h11 should be reported as: the manufacturer received a voluntary medwatch (mw5151810) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged throat cancer (squamous cell carcinoma of tonsillar tissue and six lymph nodes) after a biopsy. In addition, the patient also reported that he underwent 35 radiation treatments and 3 chemotherapy treatments. He is now in recovery mode and waiting for a pet/scan to determine the outcome of the treatment. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.